Event description:
Boston scientific received information that this patient experienced asystole for > 2 seconds which results in syncope. The device was interrogated and it was noted that this right ventricular lead had switched to unipolar pacing and out of range pacing impedances were noted. The impedances were out of range for approximately a month. A revision has been scheduled.

Manufacturer narrative:
Additional information provided noted that this lead was surgically abandoned.